Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker dependent patient experienced syncope and was hospitalized. Upon interrogation it was noted that there was intermittent right ventricular (rv) loss of capture (loc). During testing the patient felt symptomatic so the output was increased to maximum output. Oversensing of noise leading to pacing inhibition and inappropriately stored non-sustained ventricular tachycardia (vt) events were also noted. The rv thresholds were observed to have increased to 2.1 volts. The sensing was also increased, however there was still pacing inhibition. The patient was hospitalized and monitored. A few days later the threshold measurement went back to normal and they were unable to recreate the loc. It was noted that there was no out of range impedance measurements. Further review found over 300 stored episodes due to oversensing of noise over the past year. Since a cause could not be determined a revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted and no additional adverse patient effects were reported.